Event description:
Returned catheter has a leak just distal to the clamping oversleeve and is distal to the cuff placement and therefore subcutaneous.

Manufacturer narrative:
This complaint is confirmed and should be recorded as user related. It appears that something sharp such as a knife or scalpel during removal has inadvertently nicked the catheter the partial cut (leak site) is located just distal to the surecuff site. It is possible the complainant had difficulty removing the catheter due to the large amount of tissue ingrowth within the dacron material of the surecuff. The surecuff was not returned for evaluation. Bonding residual material is observed at the location of the surecuff site. The adhesive residue indicates the dacron cuff had been adequately secured to the catheter od. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.